Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. Data logs were reviewed, and the placement signal unreliability was confirmed. Throughout the case, snr and contrast are quite widespread and low, lamp is variable, while gain and light are stable. Finally, previous pump performance on the console was checked and there were no abnormalities with the optical signal metrics. Due to limited clinical details provided on the patient as well as no product returned, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 pump implanted for circulatory support. During support, the pump triggered a "placement signal not reliable" alarm. According to the nurse, the alarm and absent placement signal issues occurred intermittently. In addition, the alarm audio was disabled. Despite these issues, the pump remained operational throughout support with weaning and explantation. No patient harm was reported.